Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a gynecological procedure on an unknown date and mesh was implanted. The patient experienced vaginal mesh exposure, vaginal discharge, discomfort, feeling of something sharp in vagina and recurrent infections. The mesh exposure was confirms during a clinic examination. On (B)(6) 2018, the patient underwent examination under anaesthesia, cystoscopy and excision of exposed vaginal mesh. The patient was seen for follow up on (B)(6) 2018 and is doing well with no concerns. No additional information was provided.